Event description:
It was reported that on (B)(6) 2006 the patient underwent posterior lumbar interbody fusion (plif) procedure in which rhbmp-2/acs, bone graft matrix, legacy screws, titanium rods , and x10 crosslinks were used. Patient alleges unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.